Manufacturer narrative:
The insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No motor error alarms noted during testing. Motor tested ok. All buttons functioned properly. However, moisture damage was noted on keypad traces. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and scratched display window noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a motor error alarm. The customer reported that the buttons were unresponsive. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.